Manufacturer narrative:
Evaluation: results: the complaint could not be confirmed. The returned ipg was functionally tested and passed all testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the physician planned to revise the ipg pocket location as the ipg had rotated and was protruding outwards. The other end of the ipg was irritating the pt's ribs. On the day of the procedure, the pt reported she had been experiencing overstimulation. The physician removed and replaced the ipg.